Event description:
It was reported a patient had peritonitis while on peritoneal dialysis (pd). No additional information was available at intake. Additional information was provided through follow-up with the patient. The patient could not recall all of the details surrounding the event. In approximately on (B)(6) 2020, the patient went into the hospital to undergo a day procedure to clean out a clogged pd catheter (not a fresenius product). After the procedure, the patient went home. About four hours later, the patient began experiencing severe abdominal pain. The patient went to the hospital (a different facility from the procedure) and was admitted for peritonitis. The patient stated that the cause was said to be the pd catheter procedure. The bacteria were in the pd catheter clogging it. During the procedure the bacteria got into their peritoneum. The pd catheter was pulled at that time and the patient was transitioned to hemodialysis. The patient stated they did not return to pd after that event. No further details were provided.

Manufacturer narrative:
Additional information: b3, b5, g1, h10 plant investigation: the device was not returned to the manufacturer for physical evaluation and the product details were not provided. As the product information was unknown, device history and manufacturing records could not be reviewed. As a physical evaluation could not be performed, a definitive conclusion regarding the reported incident could not be reached and a cause could not be confirmed. Clinical investigation: there is no temporal or causal relationship between pd therapy utilizing the liberty cycler with cycler set and the patient event of peritonitis. The patient was undergoing a pd catheter procedure when the peritoneum was exposed to bacteria from the catheter. This resulted in the patient having the pd catheter removed and transitioning to in-center hemodialysis. Upon evaluation of additional information received, it was determined that the event reported on 2937457-2021-00902 was not a reportable event related to the fmc liberty cycler. There is no allegation or objective evidence indicating a serious injury, patient death, or other serious adverse event(s) that is related to a fresenius device(s) or product(s) occurred. Therefore, there will be no further updates on 2937457-2021-00902.

Manufacturer narrative:
The plant investigation is in process. A supplemental MDR will be submitted upon completion of this activity.

Event description:
It was reported a patient had peritonitis while on peritoneal dialysis(pd). There is no further information available.